Event description:
It was reported that during surgery a metal shard peeled from the screw matrix mandible when it was inserted into the matrix plate. The plate was left in the patient and the screw removed.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A device history record review could not be performed because a lot number was not supplied. Visual exam revealed the screw threads are peeled the entire length of the screw. The head and tip of the screw are undamaged. Conclusion: the relevant features of the screw thread are damaged and not measurable. Complaint is indeterminate from a manufacturing standpoint.